Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image had a fogging issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: e1 - fax number. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that following led to the malfunction: dirt stain and scratches in charged coupled device (ccd) cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.